Event description:
On (B)(6) 2010, the reporter contacted lifescan (lfs) on behalf of the patient alleging that a one touch ultra 2 meter read inaccurately high compared to another meter. The reporter was unable to provide a date/time as to when the alleged issue began. The reporter provided lfs meter readings of "231 and 147 mg/dl." However, it is not known what date(s)/times the reported results were obtained. As a result of the alleged issue, the reporter claimed that the patient had 3 hospital visits. The patient had hospital visits on (B)(6) 2010, at 3:00 am and (B)(6) 2010, at 3:00 pm. The date/time of the 3rd visit is not known. The reporter also claimed that as a result of the alleged issue, the patient was treated with IV glucose by a health care professional (hcp). The reporter mentioned that the patient's blood glucose was tested on an ER/hospital meter but the results were not known. The reporter denied that the patient developed any symptoms because of the alleged issue. It would have been helpful to know the following information: the patient's testing frequency, her medication and diabetes management regimens, what the patient's last meter readings were before each hospital visit, the dates/times of the patient's last meter readings prior to each hospital visit, and what actions the patient took before each hospital visit. In addition, it would have been helpful to know if the patient's blood glucose was tested with the reported lfs meter during each hospital visit, what date(s)/times the reported lfs meter readings were obtained, why the patient visited the hospital in each case, and what treatment (if any) the patient received during each hospital visit. The reporter did not have control solution for troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient received treatment suggestive for hypoglycemia from a hcp as a result of the alleged issue.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra meter reverted to the setup mode. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the patient by phone. The patient reported that the alleged issue was discovered a couple of days prior to contacting lfs. The patient informed the mss that she manages her diabetes with oral medications; however, denied taking any action regarding her diabetes management as a result of the alleged issue. The patient reported that on an unspecified date/time, after the alleged issue began, she felt sweaty and nauseous. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted there was no known misuse to the subject meter. The patient denied having removed and/or replaced the subject meter's battery prior to the start of the alleged issue. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. If any additional information is available, the FDA will be notified in a third follow up report. At this time, we consider this matter closed.